Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On 09/30/2024, it was reported that the patient¿s cgm was reading 400 mg/dl, and the bg meter was reading 36 mg/dl. The patient was also wearing a tandem insulin pump. The patient experienced diaphoresis, difficulty speaking, and trouble moving. It was also noted that the patient has neuropathy, and this causes him to have severe spasms, so he had taken oxycodone and valium the night prior to this event. The patient called ems, but by the time they arrived, the patient has lost consciousness. He was transported to the ER where he was treated with IV dextrose (d50). The patient regained consciousness after treatment (specific time was not reported). His bg meter readings were also monitored, but he can not recall the specific values. The patient was discharged home later the same day. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.